Event description:
It was reported that this recently implanted cardiac resynchronization therapy pacemaker (crt-p) system was suspected of exhibiting loss of capture in the left ventricular (lv) lead. Technical services (ts) recommended evaluation and resolution options. This crt-p system remains in service. The system was evaluated, and normal measurements were obtained. No adverse patient effects were reported.